Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to myopotential oversensing on the primary vector. The patient was admitted to the hospital, the therapy was turned off and the vectors reevaluated. No vector was suitable, and the physician decided to explant the system. Additionally, an x-ray was performed and showed good connection inside of the header. A fracture on this electrode was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e210401. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The electrode was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to myopotential oversensing on the primary vector. The patient was admitted to the hospital, the therapy was turned off and the vectors reevaluated. No vector was suitable, and the physician decided to explant the system. Additionally, an x-ray was performed and showed good connection inside of the header. A fracture on this electrode was suspected. No additional adverse patient effects were reported.